Event description:
Analysis for the lead was approved. Note that the majority of the lead assembly (body) including the electrodes was not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion was consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provided evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, and no discontinuities were identified. There was no evidence to suggest an anomaly with the returned portion of the device. Analysis of the generator was also approved. Analysis found that the device had reached an end of service condition. An open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of expected battery depletion based on the battery life calculation, the electrical test results, and the bench evaluation. Attempts for further information regarding the cause of death were unsuccessful to date.

Event description:
A generator and lead were received due to an unknown reason. It was later reported that the patient passed away. Attempts for further information were unsuccessful to date.